Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on anterior assessed as fold flaw opening. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: crease fold, wear abrasion and stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "low nipple position" and "crescent mastopexy." Healthcare professional later reported exchange from textured to smooth implant due to the patient's concerns with the product and rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "low nipple position" and "crescent mastopexy." Healthcare professional later reported exchange from textured to smooth implant due to the patient's concerns with the product and rupture. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.